Event description:
This pt was undergoing a low anterior resection with diverting loop colostomy and intra-operative radiation therapy. Two autosuture pi 30 disposable staplers were opened. The first one was placed in the pelvis around the colon and locked in place. When the stapler was fired, no staples deployed. The second stapler was test fired and seemed to work. However, when it was placed in the pelvis on the colon, the stapler locked, but the handle was loose and would not allow the staples to deploy. A third stapler was used with success.